Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device has an error during the self test. There was no patient involvement.

Manufacturer narrative:
A philips remote service engineer assisted the customer in evaluating the device. The reported problem was confirmed. The cause of the reported problem was due to user error. The device was operational after information was provided instructing the customer that, when an mrx defibrillator has the stimulator option (pacing option), the opcheck needs to be launched with the multifunction electrodes for the test to pass. The test will fail if paddles are used. The investigation concludes that no further action is required at this time. H3 other text : a philips remote service engineer assisted the customer in evaluating device.